Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-06. H.6. Investigation summary bd received a 24 gauge insyte unit from lot 8298763 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) on the tip of the unit. The fm was collected and sent for ftir testing. It was determined that the fm was most likely polyethylene and silicone. Polyethylene is a common plastic that is used in mostly packaging and silicone is used in the manufacturing process for placing the tip and reducing the resistance felt inside the grip. Based off the visual inspection and testing the engineer was able to verify the reported defect. The fm most likely came from the assembly/packaging process. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported an insyte 24ga x 0.75in was found to have a fibrous substance on the tip of the needle. The following information was provided by the initial reporter: "the patient is punctured, and a wool is visualized at the tip of the catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported an insyte 24ga x 0.75in was found to have a fibrous substance on the tip of the needle. The following information was provided by the initial reporter: "the patient is punctured, and a wool is visualized at the tip of the catheter."